Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the left ventricular (lv) lead exhibited elevated pacing impedance measurements so the patient was brought into the clinic. Upon interrogation the lv lead exhibited loss of capture (loc) in all sensing vectors and impedance measurements greater than 3000 ohms. Subsequently the lv lead was programmed off, thus electrically abandoned. The patient would discuss any further options with the physician, however no interventions are considered at this time. The lv lead remains implanted, but not in service. It was noted that the patient was stable prior to and post programming.